Event description:
It was reported via literature that restenosis occurred. The aim of this study was to evaluate clinical outcome of drug-coated balloon (dcb; ranger) for the treatment of superficial femoral and popliteal artery disease in our hospital. Study subjects were a total of 44 patients [75 +/- 9 years; male, n=31 (70%)] with superficial femoral and popliteal artery disease [48 limbs; critical limbs ischemia, n=14 (29%)] who underwent endovascular therapy by ranger between march 2021 and january 2023 in our hospital. Target lesion failure [tlf; restenosis, target lesion revascularization (tlr), or major amputation] were retrospectively evaluated. Lesion length and vessel diameter were 16.0 (2.0-38.0) cm and 6.0 (4.0-7.1) mm, respectively. All lesions, including in-stent restenosis lesion [n=12 (25%)], chronic total lesion [n=12 (25%)], were successfully treated by ranger. During follow-up periods [15.4 (2.2-: h.2) months], tlf occurred in 14 limbs [29%; restenosis, n=13 (27%); tlr, n=9 (27%); major amputation, n=3 (6%)]. In kaplan-meier method, the incidence of tlf was 18% at 1 year, and 34% at 2 year. In cox analysis, chronic kidney disease (hazard ratio, 0.33; p=0.009) and length of ranger (hazard ratio, 1.15; p=.0009), were significantly associated with tlf. Clinical outcomes of ranger for superficial femoral and popliteal artery disease were acceptable in our hospital.

Manufacturer narrative:
B3 - date of event: event date not provided and estimate to the first day of the month based on the aware date. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Maekawa, y., & sekiyama, t. (N.d.). Clinical outcomes of drug-coated balloon (ranger) for the treatment of superficial femoral and popliteal artery disease in single center.